Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a cardioversion procedure the patient experienced about thirty seconds of asystole before an external pacemaker could be turned on. The patient's implantable pulse generator (ipg) would not capture after the cardioversion. After a short period, the ipg did begin to capture again. In addition, the right ventricular (rv) lead exhibited low thresholds, and the right atrial (ra) lead exhibited high impedance. The device and leads remain in use. No further patient complications have been reported as a result of this event.